Event description:
Articulated arm collapsed, rear pin at inboard arm was broken.

Manufacturer narrative:
There was no pt or user injury with this event. The arm of the unit was drifting. Investigation found the rear pin at the inboard arm was broken. The articulating arm has been replaced.